Event description:
The customer contacted the siemens customer care center (ccc) and stated that they were obtaining discordant, falsely low calcium results on a dimension vista 500 instrument, some of which were below the assay range or flagged with abnormal assay errors. The customer provided one example of a discordant result that had been obtained. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher on both. The repeat result from the same instrument was reported to the physician(s). The customer stated that no results that were below the assay range or flagged with abnormal assay errors were reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting with the customer, the ccc reviewed the instrument data and discovered results below the assay range and abnormal assay errors. The ccc also discovered kinetic check errors. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the sample probe 1 mixer. The cse then auto-aligned the probe and ran system checks, all of which passed. The cause of the discordant calcium results was related to a malfunction of the sample probe 1 mixer. The instrument is performing according to specifications. No further evaluation of this device is required.